Event description:
I put new contacts on my left eye, noticed right away that it wasn't in right but I was late for work so grabbed my daughter's small bottle of saline solution. Once at work, went to the restroom, took out eye. Immediately I knew something was wrong! It was burning, stinging and my eyes; just closed shut! I pried the contact lens out of my eyes, feeling the burning sensation, and tried to rinse it out on the sink. I worked at a (B)(6) company where they have an eyewash station in the nurse's office. There she let me wash out disinfecting solution with 3% hydrogen peroxide. It looks exactly like the saline solution that I used. I went to see my ophthalmologist after this incident and was surprised to hear her say, "is it clear care?" She said that this is a common mistake that a lot of people make. The burning, stinging sensation in my eyes like it was on fire. Patient's age: adult (18-64 years). The label should be different from the saline solution. When I took out my contact lens I can't actually see or read the fine print in that small bottle but I can make out the picture of the contact lens. (B)(4).